Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found over-torque of the inner coil consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over-torque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the physician made several unsuccessful attempts to fix the lead to the myocardium. The physician suspected that the lead was damaged. The procedure was successfully completed with use of a replacement lead. The patient was in stable condition.